Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a detector was replaced and the issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect detector has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the images from the imaging system were very grainy. It was reported that rad/gain calibrations were performed but the issue persisted. There was no patient present at the time of the issue.